Manufacturer narrative:
Getinge field service engineer (fse) found autofll failure error comes. After diagnosis we found that vacuum pressure max reached at -610. And atmospheric pressure is 786. So 5000hrs maintenance kit needs replacement. Estimate submitted and waiting for order.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6(component codes and investigation conclusions), h10. A getinge field service engineer (fse) found autofll failure error comes after diagnosis we found that vacuum pressure max reached at -610. And atmospheric pressure is 786. After replacing 5000 hrs maintenance kit unit is working properly. Checked all functions, it¿s working. Handed over in proper working order.

Event description:
N/a.

Event description:
It was reported that during routine maintenance, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.